Event description:
It was reported that the epg (external pulse generator) case was damaged. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ring cover, both bail covers, battery drawer, upper and lower cases were broken. It was also noted that one battery release latch was broken, and the ring and two case screws were missing. (B)(4).